Manufacturer narrative:
Additional review of the event and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements in 21 cfr 803. Corrected data: b5. H6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the coronary obstruction was not confirmed, it was only speculated. Once the 26 mm valve was deployed, it was determined as not the issue.

Manufacturer narrative:
Continuation of d10: product ID: {d-evolutfx-2329}; product lot/serial number: {(B)(6)}; product type: {0195-heart valves}. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that one the same day as the implant of this transcatheter bioprosthetic valve, hypotension was noted and the valve was explanted from the patient. Per the physician, the valve leaflet contributed to the reason for explant. A surgical aortic valve was subsequently implanted in the patient. Additional information was received to report after retrospective review, the patient had severe aortic insufficiency (ai) from the onset, prior to valve deployment. The ai was suspected to be caused by a perforated leaflet; however, the severe ai remained unchanged following the valve implant. Additional information was received that an identification (ID) card was sent to the patient; however, the valve was explanted, and the patient should not have received an ID card. It was further reported that the physician suspected that the perforated valve leaflet was part of the patient¿s native valve, not the bioprosthetic valve's leaflet and the perforation occurred during the procedure, but before deployment of the valve. It was unknown which leaflet was perforated. Per the physician, the perforated native valve leaflet was possibly due to the guidewire (unknown manufacturer). Additional information was received that the 29 mm valve was attempted before the 26 mm valve. Per the physician, the perforated leaflet was suspected, not confirmed, and it was believed that the non-medtronic guidewire caused the leaflet perforation. It was further reported that during the attempted implant of the 29 mm valve, the patient became hemodynamically unstable, and there was concern for coronary obstruction due to the size of the sinus of valsalva (sov). The patient was in between valve sizes, so it was decided to downsize to a 26 mm valve. There was no suspicion of a leaflet perforation during the attempted implant of the 29mm valve. The physician believed that it was a coronary issue until the 26 mm valve was deployed.